Manufacturer narrative:
Patient age, gender and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the distal tip revealed approximately 2 linear mm of one half of the circumference of the tip marker paint was removed. The balance of the paint was intact. The outside diameter of the cannula had gouges through the od of the underlying extrusion material. The condition of the returned incident device was consistent with the complaint that the blue paint marker came off from the device. The most probable root cause is caused by another device. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4), 2009. According to the complainant, when this product was advanced through the papilla, the small blue paint marker came off from the device. The procedure was completed with the subject rx pre-curved ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problems". This event has been deemed a reportable event based on the investigation results; "tip damaged".